Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified, that the fiber was returned in one piece. Microscopic inspection of the tip indicated, it was degraded. Visual inspection of the fiber body did not identify any breaks. The reported, observation of fiber break was not confirmed, as visual examination did not identified, any break within the fiber. Fiber connector had black spots on the face. Functional analysis showed, the aiming beam was bright and distorted. When connected to the laser console, the following message was displayed: applicator has been used 2 times. The device met all manufacturing specifications. Therefore, the black spots are unlikely related to manufacturing. The manufacturer has reviewed all information and determined, this event no longer meets the reporting criteria.

Event description:
It was reported, that during preparation. For a transurethral holmium laser enucleation of prostate, the fiber stopped work after one time, and it broke. There was no patient complication. The procedure was completed with another device.

Event description:
It was reported that during preparation for a transurethral holmium laser enucleation of prostate the fiber stopped work after one time, and it broke. There was no patient complication. The procedure was completed with another device. After that, the product was returned for analysis and product investigation concludes the fiber tip was degraded, the fiber connector exhibited black spots on the face and fiber did not show signs of being broken.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not identify any breaks. The reported observation of fiber break was not confirmed as visual examination did not identified any break within the fiber. Fiber connector had black spots on the face. Functional analysis showed the aiming beam was bright and distorted. When connected to the laser console, the following message was displayed: applicator has been used 2 times. The device met all manufacturing specifications; therefore, the black spots are unlikely related to manufacturing. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria.

Event description:
It was reported that during preparation for a transurethral holmium laser enucleation of prostate the fiber stopped work after one time, and it broke. There was no patient complication. The procedure was completed with another device.

Manufacturer narrative:
(B)(6).